Manufacturer narrative:
Clarification to b.3.: date of occurrence provided as 21/aug/2024, but this is after the explant date of the device. It is unclear whether the capsular contracture pertains to this device, so it will be reported conservatively. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side no complaint. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted and replaced.